Event description:
The patient was implanted with a vented electric left ventricular assist device (lavd), it was reported by the nurse practitioner that the patient noted rates greater than 100 and flows were 8-9.5 while in auto mode and at home. An echo was performed and waveforms submitted for analysis revealed inflow valve regurgitation.

Manufacturer narrative:
The patient remains on lvad support. The clinical team is exploring the possibility of pump exchange. No further information is available at this time.